Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The catheter was reportedly used with ethanol lock technique. It is reported that the catheter was allegedly damaged, causing several reported pinholes allegedly, between approximate 2 and 3 cm from the distal end of the catheter. It is said that the facility reportedly experienced the same event a few times in the past.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 4.2fr single-lumen broviac catheter. Usage residue was observed on the sample. The markings on the clamping oversleeve had a worn appearance. The sample terminated 9.7cm distal to the clamping oversleeve. Microscopic examination of the distal end of the catheter revealed striations indicative of a scissor cut. The sample was patent to infusion using water from a 12ml syringe. Multiple spraying leaks were observed just proximal to the distal end of the sample. Microscopic examination of the leak region revealed numerous circumferential and longitudinal slits in the catheter, arranged circumferentially. These slits had sharply defined edges and this damage spanned about 1cm length of the catheter. Among these slits were both tear-shaped and v-shaped slits. Coarse striations were observed on the fracture surface of these slits. Abrasive superficial damage was seen in this region. Abundant tensile weakness was observed throughout the intermediate tubing. The damage seen on the catheter was indicative of use with a traumatic instrument(s), such as hemostats or forceps. The tensile weakness was suggestive that the catheter was manipulated excessively, presumably with the traumatic instrument(s). The IFU for this device states, ¿do not grasp the catheter with any instrument that might sever or damage the catheter.¿